Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a past event via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 390 mg/dl. Customer had symptom of vomiting and not feeling well. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days and was treated with insulin IV. Customer was wearing insulin pump at the time of hospitalization. Customer also reported to have been hospitalized in (B)(6). Customer took fast acting insulin as customer's insulin was stolen and blood glucose dropped quickly. Customer was hospitalized in (B)(6) 2014 with blood glucose of 15 mg/dl.